Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: during investigation, no damage was found to the cartridge compartment and no debris was found in it. The reported issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked alongside the pump and above the bumper pad. Additionally, the display was dim with a red hue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that when the patient removed the old cartridge to do a set change, a round, black, hard ring came out of the pump. This complaint is being reported because the issue could indicate a defect of the device that could lead to a delay in treatment.